Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd stent. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was selected for use. However, during unpacking, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was selected for use. However, during unpacking, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.